Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient had a shortened vagina prior to the procedure. The patient complained of pain post-procedure, which the physician opined was due to her shortened vagina. No other complications were reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.